Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 2872 lead adaptor, implanted: (B)(6) 2000; 419378 lead, implanted: (B)(6) 2003; kdr901 ipg, implanted: (B)(6) 2006; 1488tc lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was further reported that due to gradual rise of impedance physician decided to explant the rv lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and gradual rising impedance. The rv lead remains in use, and will be monitored. No patient complications have been reported as a result of this event.